Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure, the pk dissecting forceps instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. The instrument passed electrical continuity testing. Engineering also found one grip was bent, causing side-to-side misalignment of grips. There was a .041 offset at the tips, indicating overloading at the tip. Engineering concluded that damage was likely due to mishandling. There were also various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.